Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was no label or missing label information. The customer stated: there was "no production date on the label, and no label sticking or tearing marks on the tube."

Manufacturer narrative:
H6: investigation summary bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for label life with the incident lot was observed. The complaint is not confirmed in regard to the missing production date on the unit label. Bd unit labels for this material only include the expiration date and not the production date. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of label lift. Bd has initiated further root cause investigation relating to the issue of label lift through corrective and preventive actions. CAPA pr # 1064141 has been initiated for documentation related to this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was no label or missing label information. The customer stated: there was "no production date on the label, and no label sticking or tearing marks on the tube."